Event description:
It was reported during central processing that, the tip-up fenestrated grasper instrument's tip was broken. There was no report of patient involvement. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the instrument was found to be defective during central sterile processing and was not used on a patient. Therefore no further information was available.

Manufacturer narrative:
The tip-up fenestrated grasper instrument has been returned and evaluated by the failure analysis team. Failure analysis investigations confirmed the customer reported complaint. The instrument was found to have a broken grip at the grip base. Failure analysis found the primary failure of a broken grip to be related to the customers reported complaint. A piece approximately 1.06" x 0.20" was found to be broken off the wrist assembly. The broken piece was not returned. The root cause is attributed to misuse, such as excess force applied to the instrument jaws. No image or procedure video was provided for review. A review of the instrument log for the tip-up fenestrated grasper instrument (470347-12/k12211206 0164) associated with this event has been performed. Per the logs, the instrument was last used on (B)(6) 2022. This complaint is being reported based on the following conclusion: failure analysis acknowledges that a fragment was missing from a portion of the device that enters the patient (wrist assembly). Based on the information provided, there was no report from the customer that a fragment from the instrument fell into the patient during the procedure. While there was no report of harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur.